Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with davinci robotic lap. Supracervical hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05839. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following insertion the patient experienced dyspareunia, cramping, bladder pressure, bladder infections, painful urination, urge sensation, and emotional distress.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, urinary incontinence and urinary retention.

Event description:
Details: it was reported that following insertion the patient experienced urinary frequency, nocturia, urinary incontinence and urinary retention.